Event description:
Additional information received reported that the patient has not been comfortable with the new pocket site of the implantable neurostimulator (ins) since it was revised on (B)(6) 2013. They were still sore most of the time and have caused an increased discomfort when sitting and lying down. They do not want to bother with another revision and scheduled to have their device removed. The explant took place on (B)(6) 2015 and it was noted the patient was recovering well without any problems.

Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. (B)(4).